Event description:
A 28mm diameter x 16mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in a pt in 2001. It is reported that the pt had minimal iliac artery calcification. The right iliac artery was very tortuous and the left iliac artery was reported to be straight. The pt had a history of hypertension, coronary artery disease, myocardial infarction, prostatectomy in 1991 due to prostate cancer, lumbosacral spine laminectomy, left hip replacement, and a history of an untreated abdominal aortic aneurysm. A CT scan of the abdominal aorta in 2000 demonstrated the infrarenal abdominal aortic aneurysm to measure 5.0 cm in diameter. The patient underwent an abdominal aortic angiogram in 2001 confirming candidacy for endovascular repair.